Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's stated not sure but blood glucose reading was 237 mg/dl. Customer stated he used sensor feature. Advised the customer to complete the bolus delivery before accessing the sensor glucose graph. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.